Event description:
The physician reported that diagnostics of the patient's vns device indicate a high lead impedance of 8500 ohms. The physician stated that the high impedance was seen the last time diagnostics were performed; however, the exact date they were performed was not provided. X-rays were taken and the physician did not see a lead break. The images will not be sent to the manufacturer for review. The patient is a candidate for brain surgery, but must have a working system for an MRI. No other information was provided.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed.review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.